Event description:
Pt was not receiving effect of medication. A dye study was performed which indicated that the medication was not leaving the pump. A rotor study was performed which appeared normal. In addition, the actual reservoir volume correlated with the amount determined by pump telemetry. The device was replaced, and the pt is now receiving medication without further difficulty.